Event description:
A customer reported damage to the pump housing surrounding the usb port, causing issues with charging. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.